Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Questions were sent to the author of the article. No response was received. The study concluded that renal snorkel stent grafts maintain a high degree of patency and luminal stability at 2-year follow-up.

Event description:
Received an article titled: snorkel/chimney stent morphology predicts renaldys function after complex endovascular aneurysm repair. Published in the annals of vascular surgery. The study aims to characterize morphologic changes in renal stent grafts used in the snorkel configuration at midterm follow-up to identify morphologic predictive factors of renal function outcomes after sn-evar. Records of 52 patients treated from 2009 - 2013 were retrospectively reviewed at one month, six months and annually thereafter. Icast stents were used in renal applications per the article, procedural complications included adverse events associated with the procedure and follow up.